Event description:
The patient contacted animas on (B)(6) 2012 alleging that in (B)(6) 2012, the pump was rebooting itself without user intervention. The patient stated that at that time, the battery cap was loose on the pump and was not able to be tightened down properly. The patient reportedly experienced elevated blood glucose (bg) of 300 mg/dl with ketones as a result of the pump's intermittent power issue. The patient reported associated symptoms of tiredness, dry mouth, sweating and achiness. The patient stated that when he would notice the pump had no power, he would do his best to get the battery cap back onto the pump in a manner that would allow the pump to power on. Once the pump was back on, the patient reported he would bolus for the elevated bg and was able to lower the bg to within normal levels. The patient further reported another incident of elevated bg of 488 mg/dl with ketones, sweating, tiredness and achiness on (B)(6) 2012 when the battery cap was not affixed to the pump properly. As a result of that elevated bg episode, the patient was admitted to the intensive care unit of the hospital. The patient stated he was discharged from the hospital on (B)(6) 2012. Details of the patient's treatment during hospitalization were not provided by the reporter. The patient reported he discontinued insulin pump therapy on (B)(6) 2012 on hospital admission and began on a backup plan with injections and was discharged to home on the backup plan. The patient reported that the battery cap was never placed on the pump and he had not used the pump since (B)(6) 2012. The pump was not available for review or troubleshooting at the time of the call to animas. The patient stated he would call back the following day to review and troubleshoot the pump and an unknown alarm that was emitted. The patient stated he would call back because he does not have any working phone number for animas to use to contact him. The patient did not follow up with animas as he stated. Animas customer support made several attempts to contact the patient by written communication without a response. This complaint is being reported because the patient experienced a serious adverse event while on insulin pump therapy while knowingly using an insulin pump with a damaged battery cap with a known resultant power failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.